Event description:
During a coronary drug eluting stent treatment procedure, balloon withdrawal difficulties occurred. The moderately tortuous and calcified lesion in the lad was predilated with an unknown size maverick balloon. The taxus express2 3.0x32mm drug eluting stent was deployed to 16 atm's and was fully expanded. The balloon was then fully drflated. When the physician pulled back on the balloon, it was stuck in the stent. The physician puled on the catheter and the guide went down the vessel until is disengaged and the balloon was released. The stent was reported to be well positioned. No patient complication occurred. Patient status is satisfactory.